Event description:
It was reported that while unpacking and putting away a flexima 8f/25cm nephrostomy catheter, the packaging was found to be torn. There was no pt contact as the device was not involved in any procedure.

Manufacturer narrative:
(B)(4).